Manufacturer narrative:
This report is filed on january 14, 2019. (B)(4).

Manufacturer narrative:
This report is submitted on december 13, 2018.

Event description:
It was reported that the device was explanted on (B)(6) 2018 due to the patient having to undergo a radical cavity revision. The patient was reimplanted on the contralateral side.